Manufacturer narrative:
The flow error was reported. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient involvement. According to the information provided by the technician, the air and o2 gas module were replaced. The issue has been resolved and the device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The review of attached device's logs revealed occurrence of pressure transducer test failure and flow transducer test failure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).